Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lcs mbt cemented keel sz 4-7 broke during surgery. All pieces were retrieved and surgery was successfully completed. Pfc headless pins need replacing across the kit due to wear/bent.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device returned root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.